Event description:
The manufacturer received information regarding a dreamstation 2 device. There is an allegation that the device stopped working and there was a burning electrical smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to a dreamstation 2 device. There is an allegation that the device stopped working and there was a burning electrical smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the pca was damaged with traces of burn and corrosion. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The manufacturer previously reported regarding a dreamstation 2 device. There is an allegation that the device stopped working and there was a burning electrical smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smell¿ is classified as low and does not present a serious risk to patient safety.